Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the scope visibility was not clear. The hosp has reported no pt injury occurred.